Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. It was indicated that the patient wore the sensor beyond ten days, which is misuse of the device. On (B)(6) 2026, the patient experienced a skin reaction with redness, inflammation/swelling, infection, pain/ discomfort that started from the needle puncture wound and spread into the sensor adhesive. On (B)(6) 2026, the patient visited a hospital for a checkup and was diagnosed with sepsis secondary to a urinary tract infection (uti). She was referred to another hospital for further treatment of her sepsis and infection. Her husband drove her to the hospital, where she was admitted on (B)(6) 2026. At the hospital, staff also noted cellulitis in the area where one of her sensors had been placed. The needle puncture site, extending to the sensor adhesive area, was red and swollen, and the patient reported pain at the site. She was treated with intravenous antibiotics vancomycin and cephalexin, for both sepsis and cellulitis. The patient remained hospitalized for four days and was discharged on (B)(6) 2026. Upon discharge, she was prescribed an oral antibiotic doxycycline to be taken daily for five days. At home, the patient noticed that an abscess had formed in the same area where the cellulitis had been present. She went to the emergency department on (B)(6) 2026, where the abscess was drained. It was not reported if an anesthesia was used during the procedure. Then after the procedure, the area was bandaged to allow for healing. The patient was again prescribed oral antibiotic doxycycline to be taken daily for another 7 days. The patient confirmed that she is immunocompromised. At the time of the call, patient reported that she was doing well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.